Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. During inspection found electronic stack, motor and force sensor moisture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm. The customer¿s blood glucose was 24 mmol/l. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device will be returned for the analysis.